Event description:
(B)(6) study it was reported that left bundle branch block (lbbb) occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given. The patient received loading doses of 300mg of aspirin and 300mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter in accordance with the dfu (directions for use) and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the patient developed lbbb. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting, the event was considered to be not recovered/ not resolved.